Event description:
I have been wearing acuvue oasys for astigmatism contacts for over 15 years. In the past year, the packaging has changed. The quality of the product is no longer the same. I cannot wear the contacts for more than 30 minutes without the lenses blurring and drying out. I had no issues with the prior packaging and have no issues when the lenses aren't in my eyes. I believe there was some other change that occurred in the manufacturing process when the packaging changed that affected the quality of the lenses. Patient codes: 1814; 2137. Device codes: 1506; 2975. Reference report: mw5173498.